Event description:
Information was received from a patient on march 10, 2023, who was implanted with an implantable neurostimulator (ins) for unknown I ndications for use. The pt said about 20 years ago they had an ins implanted. Pt said it gave them so much freedom that they kept ripping the leads out of place. Pt said they had been replaced several times. Pt said their hcp said there were new leads that they could sew them in. Pt said when the leads were pulled out, they were pain free but since then, they had "done more damage". Pt was inquiring about current lead information. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on 2023-apr-25, where the pt reported the leads were removed in 2006. The ins had stopped working so the ins was replaced. After the replacement on may 16, 2006, it (the ins) still did not work, and was determined the leads weren't working. A decision was made to remove all hardware, which took place on an unknown date. Upon removal of the leads, pain was no longer in the patient's feet. The cause of the leads being ripped out of place and the resulting damage was due to the pt being foolish and overdoing activities because having the unit gave the pt freedom they hadn't had in 5 years. After removing the hardware, no other devices were implanted to replace the explanted devices. Issue was resolved. Patient weight was provided. The status of the explanted devices was not known. Additional information was found in a historical file. It was reported on 2006-may-17 by a friend/family member that the stimulator that was implanted august 17, 2005 did not work after the battery replacement. Then, on may16, 2006, a new battery was installed as well as a new extension wire, but still the unit was not working. It was noted that the patient had two leads implanted, not just one, everyone especially us and the doctors are confused as to why even one of the leads was not working after these replacement surgeries. It was confirmed the patient had not been in any type of accident, etc., to cause 'harm' to the leads. The patient was, however, going to physical therapy for strengthening/stretching exercises.

Manufacturer narrative:
Continuation of d10: product ID 3887-33 lot# l79487 implanted: (B)(6) 2001 explanted: product type lead product ID 3887-33 lot# l80003 serial# implanted: (B)(6) 2001 .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the system was no longer providing pain relief. Hcp clarified they had worsen degeneration of spine. Damage was not due to device or explant surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.